Event description:
Customer complaint - limited data available. Customer claimed that the device is no longer working. The cord of the heating pad shortened out and burned their significant other. The device also caused their recliner to catch fire.

Event description:
Customer complaint - limited data available. Customer complained of device is no longer working. The cord shorted out and about burned her husband and caught fire to the recliner.